Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl and current blood glucose was 347 mg/dl. Customer reported the following symptoms related to their high blood glucose were extreme thirst and frequent urination. The customer declined troubleshooting for the high blood glucose. The customer also stated that, the infusion set cannula was bent. The device is not expected to be returned for analysis.

Manufacturer narrative:
Added concomitant products.